Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created.

Event description:
Event 3: as reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: user noticed at 7 p.m that daily infusion rate was set correctly 42 ml/h but the pump had dripped(plasmalyte glucos 50mg/ml 1000 ml bag) less than set. As the same has occurred before, the separate infusion rate counter monidrop was taken and the actual drip rate is defined as 20 ml / h. Changed the pump and then infusion rate was correct (checked with monidrop). Same tubing infusomat space line safe set was in use all the time.

Manufacturer narrative:
This report has been identified as event three of b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The history files were read out and analyzed. The stored history log files of the reported day of occurrence (21st of november 2020) were detailed investigated. It was possible to detect a setting of an infusion therapy with a vtbi of 1000 ml and a flow rate of 21 ml/h. The infusion has been started at 01:04pm. During the infusion the flow rate was changed to 42 ml/h after 1 hour and 25 minutes after start. No abnormalities or malfunction could be found. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,52 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.